Event description:
Surgery information -other devices (required for implant and regenerative products). Was augmentation performed during surgery? No. Material used? Straumann scc mineralized ground cortical. Was a straumann biomaterial product used? Allograft. Event information (required for implant and bioma rial products) assessment of hygiene around implant: good. Were any of the following conditions involved in the event (check all that apply)? Adjacent to endodontic tooth. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).